Event description:
Customer reported that the t:slim x2 pump battery would not charge despite using the correct charging cable and wall adapter, and attempts to resolve the issue by trying alternative power sources and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and instructed the customer on returning the faulty device. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuity in insulin delivery.